Event description:
Three month old female with unk medical history except for hypoplastic left pulmonary artery underwent a right ventricle to pulmonary artery procedure using conduit only from a 7 mm aortic valve and conduit on 2/13/97. On 4/1/97, pt presented with "large aneurysmal dilation of her right ventricular outflow tract." Pt had conduit explanted and was implanted with a 14 mm aortic homograft (conduit only).